Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 528 mg/dl. Customer treated via insulin pump. Customer's current blood glucose level was 160 mg/dl. Troubleshooting was performed. Customer believed the insulin pump under delivered insulin. Customer advised the auto mode feature was active. Customer advised the reservoir leaked which may have resulted in high blood glucose levels. Customer advised the insulin pump passed the high pressure test. The insulin pump will not be and reservoir will be returned for analysis.